Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a total abdominal hysterectomy procedure, they inserted the handle to the shell, and tried to connect the adapter, however the display screen showed handle error and it was blackout, then the handle did not react at all. They tried the powered approach, however the status was same. The handle was heated the whole time. The procedure was completed with another device. The status of the patient is no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance received one device. The handle log was evaluated and it was determined that there was a one wire short in the system logs. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, software error was identified during product analysis. The product analysis established a relationship between a device failure and the reported incident of premature end of life. The root cause for the reported condition of handle error has been determined to be one wire short that has been addressed by change development process (B)(4). Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.